Event description:
It was reported that a patient presented with strong glare and daily activities are significantly affected after the implantation of two intraocular lenses (iol). Through follow-up we learned that the patient cannot stand it / bear it. There were no reported medical or surgical intervention. No further information was provided. This report is for the lens implanted into the left eye (os). A separate report is being submitted for the other lens involved.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided. Best estimate date is between implantation date (B)(6) 2023 and event aware date of 07 september 2023. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.